Event description:
Procedure: vats. According to the reporter: the doctor used the device with a green sulu rotic 45. When he fired the device, the sulu fired, but the doctor could not open the sulu to pull the instrument back. The sulu was stuck on the lung tissue. The doctor tried to open the sulu but was unsuccessful. He also tried to use another handle on the sulu but it did not work and the sulu stayed closed. The problem was solved by making a bigger wedge with another device. Operative time was delayed 30 minutes. The patient status is now ok.

Manufacturer narrative:
(B)(4).